Manufacturer narrative:
Addtl mfg narrative on the previous supplemental report was incorrect. Result code c92103 and conclusion code c91885 are not applicable. The investigation did not identify a product problem. The cause of the event could not be determined. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result with strip lot 25863822 was 8.0 inr. The retest result with strip lot 25863822 was 8.0 inr. The retest result with strip lot 28631921 was 6.0 inr. All results were obtained within a 7-hour period. Customer had not called the results to his physician and no treatment or coumadin adjustment was done. There was no allegation of an adverse event. The customer had no symptoms of a high inr and no bleeding or bruising. The customer had no heparin therapy, was not anemic, had no antiphospholipid antibodies, no direct thrombin inhibitors, no changes to diet or medications, and no illness. The therapeutic range was 2.0-3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 258638) was tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.